Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Four years ago, patient in belgium underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that, after an unspecified period of time, the patient experienced problems including infection and hospitalization for 3 weeks and now considering relocation of device. It was reported that the patient suffers from a chronic wound problem in which the wound healing has stopped. The stoma site is deep in a skin fold and patient at times suffers from burning pain with exudates. The physician suggested to create a new stoma site and replace the device.